Manufacturer narrative:
A complaint investigation was completed for falsely elevated sodium and potassium results when using the ict sample diluent ((B)(4)) lot 25818un20 on alinity c processing module (b)(6. A review of tickets determined that there is normal complaint activity for ict sample diluent and alinity c processing module. The trending review determined no trends identified for the issue for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium (k) and sodium (na) results for 4 patients while running on the alinity c processing module. The following data was provided: on (B)(6) 2021, patient ID: (B)(6) = initial k result = 7.3 mmol/l; repeat k result = 7.3 mmol/l. On (B)(6) 2021 (new sample) k result = 4.4 mmol/l. On (B)(6) 2021, patient ID: (B)(6) = initial na result = 171 mmol/l, no history of previous changes for this parameter, not repeated because sample is not stable. Requested new sample collection on (B)(6) for retests. Na result (new sample collected) = 139mmol/l. On (B)(6) 2021, patient ID: (B)(6) = initial na result = 163 mmol/l, repeat na result = 163 mmol/l, no history of previous changes for this parameter, not repeated because sample is not stable. Requested new sample collection on (B)(6) for retests. Na result (new sample) = 140 mmol/l. Patient ID: (B)(6) = initial na result = 160 mmol/l, repeat na result = 154 mmol/l and na result (new sample) = 141 mmol/l. There was no impact to patient management reported.